Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening on radius, red particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp pattern on radius of opening device assessed as a surgical impact opening, for the stress mark in the shell. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: exchange from textured to smooth due to concern with the product as well as left side swelling and fatigue. Fluid was aspirated from the left breast, tested and results returned negative. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product as well as left side "swelling and fatigue", "fluid was aspirated from the left breast". Device has been explanted.